Event description:
It was reported that the videoscope air water supply was found to be clogged. The issue occurred during preparation for use. There were no reports of patient involvement or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed not as the user facility specifically alleged, but instead as a brown foreign material lodged inside the nozzle. A component analysis of the material detected protein components, and it is thought that the protein may be of pharmaceutical or human origin, but could not be further identified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is requested that the user facility continue to utilize the method of device handling as indicated by the instructions for use (IFU). Otherwise, as there was no information received of clear misuse of the device, there is no other labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.